Event description:
It was reported that the needle was clogged and was not able to aspirate with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that several needles are clogged and do not even perform the aspiration.

Manufacturer narrative:
H.6. Investigation: eleven (11) samples and one (1) video were provided by the customer for investigation. Ten (10) of the returned samples were in unopened blister packs and the eleventh (11th) sample was returned attached to a filled syringe. The returned samples were visually examined and it was observed that the ten (10) samples which were returned in unopened blister packs were not clogged as light was able to pass through the samples. The eleventh (11th) sample which was returned attached to a syringe was removed from the syringe and was found to be clogged as light was not able to pass through the sample. One (1) video was also provided by the customer for investigation. The video shows a needle attached to a filled syringe. The syringe plunger is depressed and nothing is ejected from the needle indicating that the needle is clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needle which attached to the syringe was clogged. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was clogged and was not able to aspirate with a bd precisionglide needle. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reports that several needles are clogged and do not even perform the aspiration.